Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Patient code: (B)(4) the synream flexible shaft broke intra-op requiring additional surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 5.0 mm flexible (reamer) shaft broke during a left total hip procedure on (B)(6) 2018. This occurred as the surgeon used the reamer to make room for the total hip implant (while using the femur broach for sizing purposes). The reaming rod was introduced ¿opening side¿ first. The reaming rod reamer tip got stuck and they pulled out the reaming rod. The surgeon then proceeded to retrieve the reaming head from the patient using a lateral incision. He drilled a pilot hole large enough to fit the reaming rod retrograde, to use the reaming rod to push the reamer head through the proximal opening of the left proximal femur. They introduced another reaming rod to retrieve the broken flexible shaft tip. The tip of the nitinol reamer shaft doesn¿t connect to the reamer head anymore; the tip of the shaft is thought to be broken. There was a reported surgical delay of an unknown duration and additional x-rays were required to confirm nothing was left behind in the patient. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 11mm reamer head (part # 352.110, lot # unknown, quality 1), stryker power drill (part # unknown, lot # unknown, quality 1). This is report 1 of 1 for (B)(4).

Event description:
Further it was clarified that synream flexshaft was bent and not broken as previously reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 352.040, lot no.: 9316380: manufacturing location: bettlach, release to warehouse date: 14.jan.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The flexible shaft (part: 352.040, lot: 9316380, mfg: 14-jan-2015) was received with the reported condition of ¿broken intraoperatively: rm.¿ at customer quality, the returned flexible shaft (part: 352.040, lot: 9316380, mfg: 14-jan-2015) was visually inspected and the complaint of broken tip was unable to be confirmed. However, the prongs of the distal tip were observed with significant twisting and bending. Therefore, overall compliant condition was confirmed. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for flexible shaft assembly and tip drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was determined to be inapplicable for the returned device as accurate dimensions at the time of manufacture could not be obtained due to bent and twisted conditions. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that the any unintended forces encountered by the device usage or handling could have contributed to bent condition of the device. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.